Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the investigation has shown that the leaf spring of the present distraction pliers is indeed broken off. The broken surface itself is homogenous what indicates material conformity. Further investigation has shown that this instrument was manufactured in november 2007 according to the specification. As this instrument is now 7 years old, it is likely that this damage was caused due to normal wear and tear over the years. No product fault could be detected. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the rib distraction pliers got broke during surgery. No patient harm or surgical delay was reported. This is report 1 of 1 for (B)(4).